Manufacturer narrative:
The pump was returned, and analysis found no anomaly. Method, results and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml; 0.751 mg/day via an implantable pump. Indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The date of the event was (B)(6) 2018. It was reported the representative received a call from the hcp to check a pump on a patient who may be possibly going through withdrawal. The pump was read and there were no alarms and the logs looked good. No changes were made to the pump per the hcp as the patient¿s vitals were all good. The patient experienced itching and twitching in their legs. The patient had a similar episode in (B)(6) when the pump was filled at the clinic. The patient was moved to the 5th floor at the medical center for observation. No environmental/external/patient factors may have led or contributed to the issue. The hcp planned to see the patient on (B)(6) "018". The pump had an elective replacement indicator (eri) of less than 7 months. A pump replacement was planned for (B)(6). It was unknown if the issue was resolved. Patient status was alive - no injury. Patient weight was (B)(6). Medical history includes anxiety, fibromyalgia, and chronic pain. No further complications were reported. Additional information was received. A pump replacement was performed on (B)(6) 2018. It was reported there was good "car" backflow on the existing catheter. The pump reservoir of the old pump was checked; the reservoir should have had 14.6 ml, but only 8 ml was taken out. It was reported the hcp did not see anything out of the ordinary with the catheter placement. The hcp did not know what caused the symptoms.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). There was no volume discrepancy. It was unclear what the cause of the withdrawal, itching and twitching was. The symptoms resolved after the new pump was placed. The pump was replaced due to normal battery depletion. The hospitalization was related to the device or therapy due to malfunction of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The catheter had good csf flow at the time of surgery on (B)(6) 2018 due to battery approaching end of life. The pump replacement was due to normal battery depletion.